Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was torn above the up arrow button. There was moisture in the battery compartment. All of the keypad buttons could be operated properly. There was no evidence of moisture under the button contacts. The pump failed a leak test due to a crack in the battery compartment from top traveling to bumper and from the tear on the keypad. Further moisture was observed on the keypad connector and on oled. Unrelated to the initial allegation, the display screen was dim and discolored. The audio bolus button had an inverted slug.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up, down, and ok buttons were intermittently unresposnive and there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.